Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with out of range high hv lead impedance on rv to can and rv to svc vectors. Sudden increase of the impedance was observed. No other anomalies were noted. The lead was capped and replaced. The patient was stable post-procedure.